Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation, a complete investigation of the defect reported by the customer could not be performed and no root cause could be determined. No further evaluation can be completed at this time.

Event description:
The customer reported that the airlife tri-flo suction catheter are not even hollowed out properly to be able to create suction. The issue occur while use on a (B)(6)-year-old tracheostomy and gastrostomy tube dependent patient which almost taken saline into his lungs. The customer confirmed that there was no patient harm.